Event description:
It was reported that the patient's right ventricular (RV) lead and right atrial (RA) lead exhibited noise oversensing. The RA and RV leads were capped and replaced on (b)(6) 2026. Following the procedure, the patient developed hypotension and lethargy after leaving the procedure room. Due to the patient's condition, cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram (Echo) confirmed the presence of a pericardial effusion. Pericardiocentesis was performed to drain the fluid and stabilize the patient. On (b)(6) 2026, the patient was returned to the Electrophysiology (EP) laboratory, where the RA lead was repositioned. The patient remained stable throughout the procedure.